Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke, in two, inside the vagina. Both parts were retrieved. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the broken pieces retrieved during the same procedure? Yes what was done to retrieve the broken pieces? They were retrieved with a needle holder. Was additional dissection required in other organs/tissues other than the target tissue? None. How was the procedure completed? With a new needle. Procedure name? Unknown. Could you please provide the lot number? Unknown and needle and packaging were thrown away.